Event description:
During a total hip procedure while preparing the medullary canal of the femur, the reamer fractured approx 100mm to the distal calcar but leaving a large segment of the reamer within the medullary canal of the bone (approx 4"). Several attempts were made to pass a trephining reamer over the broken segment, however this was unsuccessful due to the bow in the femur. It was elected to impact the reamer lower into the intramedullary canal and leave the fragmented piece in the pt.